Event description:
It was reported that during the fill tubing step the user did not observe drops and the cartridge was wet upon removal from the ilet, consistent with a leaking cartridge-to-adapter interface; the user confirmed correct order of operations, no alerts or alarms occurred, and replacement supplies were initiated. No clinical symptoms reported. Outcomes included no functional impact beyond product replacement and user guidance. Investigation included troubleshooting and education performed remotely. Investigation of this case revealed evidence consistent with a leak during setup, with no device performance alarms and no user error identified. It was concluded that replacing all supplies and reattempting setup was appropriate, with continued monitoring recommended.